Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient back to the operating room, evacuated the hematoma, and placed a drain. Physician admitted the patient and left them intubated to be monitored due to swelling. Patient was discharged 7 days later.